Manufacturer narrative:
One cadd legacy plus pump was returned for analysis fair condition with a bleeding lcd. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress

Event description:
Information was received indicating that smiths medical cadd-legacy plus pump gave pump alarming for "error code 1720". The reported event occurred during testing. There was no patient involvement during the reported event.